Manufacturer narrative:
Additional information was provided on 28 december 2023 regarding the incident. B5 - describe event or problem has been updated.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 500 mg/dl with ketones of 6.7 mmol/l while wearing the pod on the abdomen for between 4 and 24 hours. The patient was hospitalized for four days and was provided insulin for treatment. A new pod was applied before being discharged from the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 500 mg/dl with ketones of 6.7 mmol/l while wearing the pod on the abdomen for between 4 and 24 hours. Additional information regarding the hospitalization was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.